Manufacturer narrative:
As part of our investigation, olympus followed up with the user facility to gather additional information on the reported event. The user facility reported that the cautery unit appeared to have been accidentally bumped by the gi nurse. It was further reported that the gi nurse was properly trained; however, did not notice the settings had been switched incorrectly. The reported generator has not been returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however, user handling and the operator¿s technique could not be ruled out as a contributory factor to the reported event. The instruction manual states, ¿should any abnormal output be suspected during operation, immediately terminate the use of the equipment by releasing the footswitch. If the footswitch does not react, switch off the electrosurgical unit. Otherwise, malfunction of the equipment may cause an unintended increase in output.¿

Event description:
Olympus was informed that during a polypectomy, the patient experienced excessive bleeding at the polypectomy site using a non-olympus snare with settings on forced coag 20w. The polyp was measured approximately 1.5 cm. The bleeding was controlled using an unidentified quick clip. The procedure was completed using the same device.